Event description:
Information received from (B)(6) call states that pump does not alarm when it is out of food, so keeps pumping air through. Rate and dose are 250 ml/hr and 125 ml. No injury or medical intervention reported.

Manufacturer narrative:
Pump was not returned.